Event description:
The patient had alarms. The patient had intermittent low flow alarms, which have seemed to correlate with hypertension. On 11mar2017 at 21:00 the patient was having low flow alarms, then yellow wrench alarms, and an lvad fault. During that time the patient heard a loud gurgling in their chest. They were taking water to help with the low flow alarm. After taking some water intake, the low flow alarm and the yellow wrench alarm went away. The patient changed the controller with the help of their friend. Log files were sent to see if the controller was at fault and if the patient should receive another controller. The log file contained pump stops and speed drops on 11mar2017. Powers were elevated into the 50-watt range. The customer exchanged the controller and there had been no further pump speed issues this far. The power was stable in the 3 watt range. Their primary controller was exchanged at the time of the event, so no data was seen after 21sep. Additional information was provided stating that the patient presented to the office after recent hospitalization for low flow alarms and "red wrench" alarm. They presented to the emergency department (ed) on 11mar2017 for evaluation of chest pain at approximately 2030 that resolved by time in ed. Patient reported having a loud "gurgling" sound from his lvad and a "wrench" alarm as well as low flow alarm (which has occurred intermittently in past when bp has been high for patient). Prior to coming to the office, they had doubled their hydralazine and isosorbide and started feeling lightheaded. The patient may have missed their isosorbide and hydrazine doses and ate a salty meal earlier in the day. At home prior to emergency medical services (ems) arriving, they drank water and changed their controller. When ems arrived, the alarms were no longer going off. The patients' blood pressure in the ER was 121/88 and they were given hydrazine and isosorbide. The patient stayed in the hospital overnight and had no further alarms. The lvad was not interrogated at the time. The patient was discharged to home on 12mar2017 with plans to have lvad interrogated 13mar2017 and to stay hydrated and to double his dose of amlodipine if they continued to have low flow alarms. Their systolic blood pressure (sbp) was 50 in office. The pump was interrogated and found low voltage alarms on 12mar2017, low flow alarms, and multiple pulsatility index (pi) events from 11mar2017-12mar2017. The power on 11mar2017 ranged about 50-58, with pis that were up to 10 and flows reflecting these events. They had low flow and yellow wrench alarms with an lvad fault. In the office noted that heartmate 3: speed 4800 rpm; low speed 4400 rpm; flow 3.7 (range 3.2-4.1); pi 3.2 (range 3.2-4.8); power 3 (range 3-3.2). They were admitted on 13mar2017 for further evaluation and monitoring. It was noted that the patient has had a long-standing history of low flow alarms associated with high blood pressure (bp). Medications were changed. Coreg increased from 3.25mg twice daily (bid) to 25 mg bid and valsartan increased from 80mg bid to 160 mg bid. Amlodipine 5 mg bid was added and nitropaste as needed (prn) for sbp greater than 90 doppler. Log files were sent on 13mar2017. On 17mar2017 the site was notified by the thoratec engineers that the motor had become unstable and lost magnetic bearing control for reasons unknown. During this time the motor was still attempting to control the speed which resulted in the rotor spinning around and in contact with the rotor well wall. It was suspected that this movement around the rotor well wall was what caused the ¿gurgling¿ sound that the patient observed. With the loss of levitation while still attempting to maintain speed, the motor drew up to 55w of power from the controller. This high power resulted in a dramatic rise in pump temperature over the course of the next 10 minutes. Just prior to disconnection of the driveline for the controller exchange, the lvad indicated an internal pump electronics temperature of over 100°c. Pump log files from the time of the event were not available as the events were overwritten by the time the log files were downloaded due to frequent pi events and some low flow events. The pump periodic log files from a few hours before and after the event appear normal. All pump parameters, including internal motor temperature, were back to normal by 3-4 hours later at the first periodic log file after the event. When this happened at the time of the event, the patient had changed the controller, which briefly stopped the pump and reset it. During their hospitalization the pump speed settings were also changed from a fixed speed of 4800 to 5100 rpm and low speed from 4400 rpm to 4700 rpm. A computed tomography (CT) scan with contrast was done. The findings indicated that the patient did not have a clot or kink in the outflow graft. The controller was changed and there were no further occurrences. The patient was discharged home on 16mar2017. Prior to obtaining the information from thoratec engineers on 17mar2016 it was unclear what caused the alarms as the patient was asymptomatic and clinically stable. It was suspected that it potentially was related to a controller issues. However after receiving the information from thoratec 17mar2017, it was realized that this is an unanticipated adverse device effect (uade) and changed as such. The patient remained hemodynamically stable and asymptomatic and was discharged to home on 17mar2017. The controller was also sent to thoratec with results pending. It was noted that this was a very compliant person with a wide support group. The patient had been doing fine until this event. It was noted that the controller indicated 9pm but the event actually occurred at 8pm, suggesting the controller was not updated for daylight savings. Concern over temperature on both the external and internal surfaces of the pump was discussed. It was suspected that since the patient was asymptomatic, other than high map and anxiety, there was sufficient perfusive flow and therefore good washing of the pump surfaces during this event. Lactate dehydrogenase (ldh) was normal for this patient so there was no concern for any active hemolysis or blood denaturing. The patient was told that it was expected that the external surface temperature of the pump surpassed 60°c so they were made aware that the tissue surrounding the pump may have been overheated. It was not thought that something was ingested causing the rotor to become unstable because this patient had been operating at the set speed since implant (may2016), has therapeutic inr, and has had no neurological issues. It was thought that disconnecting and reconnecting the pump from power via controller exchange reinitialized the motor and was able to regain stable levitation. It was noted that this patient's operating speed was on the low end of what had been experienced clinically at 4800 rpm. The physician planned to increase the speed based on this discussion although it was not suspected that this was a cause of the incident. They did a ramp study on monday up to 5600 rpm, so the physician felt comfortable increasing to the low 5000¿s. Also, this patient had an automated cuff at home was constantly measuring bp. During this event, the patient¿s bp as measured by the automatic cuff was 130. It was unknown if this high bp preceded the event or was a result of/response to (e.g. Pump off, anxiety) the event. One concern might be that any nidus that had developed due to the high temperature that could eventually lead to a stenosis or blockage of the flow path, especially at the outflow. The patient would be monitored closely for any downtrends in flow and plan on a computer tomography. The patient continued to do well, aside from the continued anxiety over the incident. A set of log files was sent for review before patient was discharged. The pump parameters appear normal, and the event history also appeared normal.

Manufacturer narrative:
H10: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported through the literature article ¿first documented case of a third-generation lvad rotor dislodgement¿ that the system controller was persistently alarming and was exchanged due to a rotor displacement event. The system controller (serial number: (B)(6) alarming and being exchanged was confirmed via log file analysis. Data from the submitted controller log file was reviewed, and showed low flow, pump off, lvad internal fault alarms activating throughout the data reviewed. The driveline was disconnected, and the system controller was shut down, consistent with the reported event. There was no indication in the log files of an issue with the system controller. The root cause of the reported event was determined to be due to the rotor displacement. The root cause of the rotor displacement could not be correlated to an issue with the system controller. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Aware date is the date the article was reviewed in its entirety. Date of event is approximate as the patient was stated to have been implanted some months prior to date of article. Lee, t., janga, c., haddad, e., hagan, k., & haas, d. (2025). First documented case of a third-generation lvad rotor dislodgement. Jacc: case reports, 30(5), article 103114. Https://doi.org/10.1016/j.jaccas.2024.103114. Tyler lee, jefferson abington hospital, abington, united states of america, email: 13leety@gmail.com. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through research article ¿first documented case of a third-generation lvad rotor dislodgement,¿ that the heartmate 3 (hm3) patient experienced rotor instability, potentially caused by device thrombus. The case study evaluated a 77-year-old male patient with a third-generation hm3 left ventricular assist device (lvad) who was admitted for assessment of persistent device alarms and symptomatic hypotension. The alarms included lvad controller hardware fault, low flow, driveline power and communication faults, and backup battery (ebb) faults. These were accompanied by an audible high-pitched hum, gurgling, and rattling from the pump noted during physical examination. These symptoms occurred despite appropriate blood pressure and hemodynamic management. Lvad interrogation showed normal operational parameters; however, log file data indicated rotor instability, with internal device temperatures reaching up to 100°c and elevated motor power (40¿56 w), raising concerns for device overheating and potential thrombus formation. The alarms and symptoms resolved following the temporary disconnection and reconnection of the driveline to the system controller, effectively resetting the device. The patient had electively exchanged their controller. Unknowingly, this action temporarily removed the power supply, which reset the lvad device mechanism, including resetting the magnetic axis that the rotor's internal magnet uses this maneuver was later confirmed by the manufacturer as the recommended action for similar future events. The patient was closely monitored, and no further adverse events were reported. Follow-up care included continued cardiac rehabilitation and outpatient heart failure clinic visits.